Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample. It was reported this event affected 5000 devices. The following information was provided by the initial reporter. The customer stated: "there was gel fragmentation on the sstii tubes after centrifugation at 4000rpm/10mn. There was poor placement of the gel barrier and wrong separation of the serum, so the gel barrier was not effective."

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation or gel smearing as all samples met specifications. 4 retained tubes from the same lot number were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation, no gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation or gel smearing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample. It was reported this event affected 5000 devices. The following information was provided by the initial reporter. The customer stated: "there was gel fragmentation on the sstii tubes after centrifugation at 4000rpm/10mn. There was poor placement of the gel barrier and wrong separation of the serum, so the gel barrier was not effective.".